Event description:
Retained guidewire left subclavian artery identified after operative procedure (CABG). Attempted to place subclavian venous cath. Prior to procedure 2004. Wire removed under anesthesia the next day.